Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The customer blood glucose value 202 mg/dl. It was reported that the insulin delivery was suspended due to sensor glucose values. The customer was advised to monitor the sensor and call back if she continues to have issues to get the pump. The sensor will not be returned for analysis.